Manufacturer narrative:
The system remains implanted and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system one day post implant due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. In the clinic today, impedance was 348 ohms. An x-ray was performed which shows the rv lead was not all the way inserted into the port. The caller reported that the patient does not pace at all in the atrium and only two percent in the ventricle. Rythmiq is programmed on and there may be inappropriate pacing in the rv. The caller stated that there has been a discussion whether this patient requires a device at all. No adverse patient effects were reported.